Manufacturer narrative:
Device evaluation found: macroscopic and optical examination of the tip of the reduction sleeves did not identify any breakage or cracking. Dimensional examination of the tip of the reduction sleeve found that the sleeve tips are bent outward out of print specification at the mas head retention features; the tip-to-tip dimension (9.8 +0.2 /-0.0mm) actual measurement found to be out of print specification. Visual and optical inspection noted multiple witness marks in the mas retention area. Functional evaluation was performed on both sleeves utilizing a sample extender and multi-axial screw (mas); all sleeves retained the mas head, with manual axial force and with the mas at maximum angulation. Surgical technique for this part is for the surgeon to remove the extender from the body and screw by rocking the extender in a medi al/lateral direction and pulling upward. This can create stresses on the part that can bend the tips if performed aggressively. Witness marks on the upper walls, the bent tip condition of the inner sleeve, and the recent lot date code of the evaluated product suggest that aggressive release techniques may have been utilized. Inconclusive; unable to determine root cause from the available information.

Event description:
It was reported that the patient underwent an 8 level minimally invasive surgery. It was reported that the inner sleeve screw extender popped off of the screw on 3 occasions during the surgery. No patient complications were reported.

Manufacturer narrative:
The lot of the suspect device was not identified, therefore the manufacturer cannot determine the suspect device. The lots that were used are part# (B)(4), lot fa10h019, lot fa10c015, lot fa11e009, lot fa08e0231, lot fa09d021, lot fa10b006. (B)(4). The instruments have been returned to the manufacturer for evaluation. Analysis results are not available at the time of this re port. A follow-up report will be sent when the analysis is complete. The manufacture date for lot fa10h019 is 01/20/2011; the manufacture date for lot fa10c015 is 05/04/2010; the manufacture date for lot fa11e009 is 06/14/2011; the manufacture date for lot fa08e0231 is 09/12/2008; the manufacture date for lot fa09d021 is 05/05/2009; the manufacture date for lot fa10b006 is 03/15//2010. A review of the device history records did not identify any applicable nonconformance to specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.